Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer received low readings on the sensor and experienced symptoms described as "vomiting and coma" and was seen at the hospital where a hospital readings of 19.4 mmol/l and 27.8 mmol/l were obtained compared to sensor readings of 10.2 mmol/l and 12.7 mmol/l. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. Customer was diagnosed with diabetic ketoacidosis and was treated with intravenous fluids. At the time of call, customer was not yet discharged from the hospital. There was no report of death or permanent impairment associated with this event.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer received low readings on the sensor and experienced symptoms described as "vomiting and coma" and was seen at the hospital where a hospital readings of 19.4 mmol/l and 27.8 mmol/l were obtained compared to sensor readings of 10.2 mmol/l and 12.7 mmol/l. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. Customer was diagnosed with diabetic ketoacidosis and was treated with intravenous fluids. At the time of call, customer was not yet discharged from the hospital. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor 0m000fyf630 has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection of the sensor plug and damaged was observed to the guide tabs. The plug was seated correctly and therefore the damaged guide tabs did not case the customer complaint. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.